Manufacturer narrative:
Premature battery depletion was confirmed by analysis. Bench testing on the device was performed, and no sources of high current were noted. In further analysis of the battery, lithium clusters were observed shorting the anode and cathode of the battery. These analyses concluded that the premature battery depletion was caused by a lithium cluster induced short circuit.

Manufacturer narrative:
(B)(4).

Event description:
It was reported when the patient presented to the clinic, interrogation revealed that the device battery had rapidly depleted within a six month period. The device longevity was noted to have less than three months remaining until elective replacement indicator. The patient returned for a scheduled replacement and the device longevity recovered. The device was still explanted and replaced without adverse events. The patient condition was stable before, during, and after the procedure. The patient will continue to be monitored.